Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was loaded with no issues, physician inserted the lens, after the lens insertion the back haptic was torn off. The lens was cut and removed during initial procedure and a new lens was inserted. The procedure was completed on the same day. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).